Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/faulty printed circuit board could not be identified. However, it's likely the cause is related to aging deterioration. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed a b30-scope communication error with several 190 devices, even though the same 190 devices (evis exera light source) worked with other video system centers. The customer tried to clean the contacts of the socket. This occurred during preparation for a procedure. There was no report of patient harm. This report is linked to the patient identifier, (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a damaged printed circuit board. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.